Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. All mdrs associated with this event are: 2122870-2016-00062; 2122870-2016-00063. In conclusion, the cause of the events cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible toxoplasma gondii igg (access toxo igg) results for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial access toxo igg result recovered equivocal (grey zone). The customer reanalyzed the patient's sample two (2) additional times on the same unicel dxi 800 access immunoassay system and obtained one (1) reactive result and one (1) non-reactive result. There was no report of patient injury or change in patient treatment associated with these events. This MDR addresses the results obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) on (B)(6) 2016. MDR 2122870-2016-00063 addresses the results obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) on (B)(6) 2016. The customer did not provide any data regarding quality controls, calibrations or system checks. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any data regarding sample collection, sample handling or sample processing but no issues with sample integrity were reported by the customer.